Manufacturer narrative:
The customer declined service - no further action taken. The cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required.

Event description:
An elevated advia centaur troponin ultra result was obtained on a patient sample. The patient was later redrawn and repeat testing was performed. The patient test result was negative. The initial sample was then repeated and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.